Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg implanted: (B)(6) 21014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was pacing below the programmed lower rate of the implantable pulse generator (ipg). It was also noted that the right atrial (ra) lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.